Event description:
The caller reported the customer had a complaint of a pilot balloon leaking. The customer was contacted and she stated that she could not tell for sure if a leak was in the pilot balloon or the cuff. She stated the tracheostomy tube was in the patient about a week and they did re intubate the patient.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.